Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, syringe 50ml ll tip 1m, foreign matter- white fiber, towards luer (3 occurrences). No patient harm.